Event description:
It was reported that the patient experienced palpitations and discomfort in their chest. A lead warning occurred for high pacing impedance on the right ventricular (rv) lead. The rv lead also had non-sustained ventricular tachycardia (nsvt) and ventricular fibrillation (vf) episodes due to noise, a high sensing integrity counter (sic), and a possible fracture. The rv lead was programmed off and subsequently explanted. It was additionally reported that the right atrial (ra) lead had high pacing impedance and increasing threshold. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.